Event description:
It was reported the customer went swimming while connected to the pump, and the pump hit concrete and cracked the touch screen. Reportedly, water got into the pump and the pump is no longer responsive. There was no reported impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.